Event description:
Went to a board-certified plastic surgeon to have a non-permanent filler injected in 2008. Approx 18 days later, the places where the injections were placed felt hot and slightly swollen. Called the doctors office and asked about what to do. I followed the advice to wait and watch, it just might pass. It did not and I asked to have a nurse evaluate it. She said she would and wanted the doctor to be available to see it. Both agreed that something was happening. I was put on methylprednisolone and a z-pack for a week. Things seem to relent. One week after the medication, all reactions came back with more swelling and filler being very hard. Doctor said my body was rejecting the filler. Very large bumps appeared where filler was placed. The skin was hot, swollen and purple/red. The bumps filled with infection. The doctor contacted the company to find out what to do. The filler, elevess, didn't have any info on reactions of this magnitude. Medical doctor of the company said to give methylprednisolone 7-day and doxycycline -10day. The skin from the filler has broken open and is oozing fluid. The areas are swollen, crusting and still discolored. The plastic surgeon said that I will have to wait it out for the filler to dissolve on it own. I'm trying to avoid mrsa by not being in public too long. Dose or amount: 0.8cc, frequency: once, route: subdermal. Dates of use: 2008. Diagnosis or reason for use: cosmetic.